Event description:
According to the information received, a part of the sheath detached and migrated into the patient's bladder during the procedure.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).